Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that patient (pt) rep continued receiving a no device found when attempting to connect to the app. Agent confirmed devices were not near metal surfaces and had patient rep reset communicator. The troubleshooting steps taken resolved the issue and patient was able to successfully connect to the app. Inbound call. Patient rep informed patient began tremoring on friday and by saturday was very weak and could not walk. Agent reviewed external devices with patient to determine if therapy was off. Patient was successfully able to connect to the app to turn therapy back on. Agent referred back to managing healthcare provider (hcp) if symptoms persist.